Manufacturer narrative:
The investigation was unable to determine a specific root cause with the information available. Additional information was requested but not provided. Typical root causes for false low results are tilted tubes on rack, drops on top of the tube resulting in incorrect lld detection, or air bubbles/foam on top of the sample. These situations lead to incorrect sample pipetting.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys estradiol iii assay (e2) on a cobas 6000 e 601 module (e601). The sample initially resulted as 5.00 pg/ml accompanied by a data flag and this value was reported outside of the laboratory. The result did not match the medical history. The physician asked for a new sample to be collected from the patient and tested. The new sample resulted as 217.6 pg/ml on (B)(6) 2017. The first sample was also repeated, resulting as 73.56 pg/ml on (B)(6) 2017. The patient was not adversely affected. The e2 reagent lot number was 173998. The reagent expiration date was asked for, but not provided. The field service engineer changed the sample probe. He adjusted probes and sippers. He checked the water volume in the rinse stations, checked the pressure pumps, and checked the water conductivity. All performed checks were ok. Performance testing was completed. A general reagent or analyzer issue can be excluded as a root cause. The calibration and control results that were provided were fine. It was found that the customer was not using recommended rack adapters for 13mm tubes, but it was unknown if the customer was using 13mm tubes. The results of performance testing were fine. Prl and fsh results measured at the same time of the erroneous low estradiol results on the same measuring cell seem to be ok.